Event description:
It was reported, the patient had a loss of therapeutic effect and a return of urinary symptoms starting the week prior to report. The patient increased stimulation from 0.8 to 0.9 and could comfortably feel stimulation. Additional information was requested but not known at the time of report. Additional information stated, the patient still had concerns with their device or therapy but was working with their doctor or representative. An appointment was scheduled for 2014 (B)(6) additional information stated the patient wanted to turn stimulation off for a knee surgery she was having later on the day of report. It was stated, the patient had a loss of therapeutic effect and after the surgery the doctor planned to do some reprogramming because, the current program had not worked well for her. The patient had problems with constipation all the time and still had trouble with constipation because, she was on pain pills. It was noted, the patient still leaked and had to wear pads, and the evenings were the worst. It was stated, the symptoms started when the patient had knee surgery done in (B)(6) 2013. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0a13v, implanted: 2013 (B)(6); product type lead. (B)(6).